Event description:
The surgeon implanted an aa4203tl toric silicone lens but the haptic tore while it was being inserted. The lens was removed with no pt injury or event. A backup lens was implanted. The facility indicated that it was unk as to why the lens tore. An mtc-60c cartridge and an msi-tr injector was used but the lot numbers were not provided by the facility.